Event description:
It was reported that a user new to the ilet noted persistent postprandial hyperglycemia, with glucose remaining elevated about an hour after eating and an alert reading of 313 mg/dl, and the user suspected a supply issue before performing a supply change. Customer care provided support that included remote troubleshooting. Investigation of this case revealed that a supply change was completed, and glucose control improved afterward. No symptoms associated with hyperglycemia reported. Outcomes included no injury and no medical intervention beyond a supply change. It was concluded that the cause of hyperglycemia was unclear, though a supply issue was suspected and resolved by changing supplies. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.